Event description:
It was reported that during a gastrectomy procedure, the blade was broken off, but nothing fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.